Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow keypad button was intermittently unresponsive. The reporter stated that the pump had a lens film as a protection and the pump was worn on a belt. The patient reportedly cleans the pump with a cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: evaluation revealed that the keypad rubber was lifted at the contrast button. Evaluation revealed that the up arrow and contrast keypad buttons were unresponsive and the down arrow and ok keypad buttons were intermittently unresponsive and required hard presses to elicit a response. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted contacts were observed.